Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support educated customer on proper cartridge/insulin labeling. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 200 mg/dl.